Event description:
The device was used during an abdominal hysterectomy procedure. Rreportedly, the staples did not hold. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.